Manufacturer narrative:
(B)(6). (B)(4).

Event description:
Same case as MDR ID# 2134265-2016-09069. It was reported that balloon deflation issues and catheter shaft bulges occurred. The target lesion was located in the iliac artery. A 7f introducer sheath was inserted. A 7.00mm / 2.0cm / 135cm peripheral cutting balloon and a 8.00mm / 2.0cm / 135cm peripheral cutting balloon were both used in the procedure. Neither balloon would deflate and both balloons were noted to have a shaft bulge. Both balloons were removed by cutting the shaft. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device evaluated by MFR: two 2cm peripheral cutting balloon devices were received from the same customer, which were used in the same procedure. Both devices exhibited the same kind of damage to their shafts, in the same approximate location on both devices. The outer shaft appeared to have deformed and taken a bubble type shape during inflation. A photo was received by the customer highlighting this anomaly. The device received under this complaint was received in two sections due to a break /dissection in the shaft 104.5cm distal to the strain relief. The distal section of the break measured 39cm from the break site to the tip, indicating that there was some stretching. An examination found that the outer shaft appears to be ruptured just proximal to the break site. The break in the inner and outer is very precise, indicating that they were dissected. Sections of the shaft were bunched and kinked. No damage was visible along the balloon. The balloon was not refolded. Due to the condition of the device it was not possible to test for deflationary issues. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was further reported the balloons were inflated to approximately 8atms. There were difficulties removing the balloons over the guidewire due to the failed deflation.